Manufacturer narrative:
Batch review performed on 03 january 2024: lot 2309309: (B)(4) items manufactured and released on 19-may-2023. Expiration date: 2028-05-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection and the pathogen is unknown. At about 1 month and half post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.